Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17609. It was reported that loss of capture and loss of sensing were observed on the right atrial (ra) lead. Lead dislodgement was also confirmed via fluoroscopy. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.